Event description:
User reports receiving high estradiol results, that are lower when repeated on another analyzer - same methodology. Same samples used for repeat testing. Sample 1 initial result gave 343 pg/ml; repeat gave 294 pg/ml. Sample 2 initial result gave 963 pg/ml; repeat gave 890 pg/ml. Sample 3 initial result gave 607 pg/ml; repeat gave 429 pg/ml. Sample 4 initial result gave 1256 pg/ml; repeat gave 1091 pg/ml. No erroneous results reported. The field service rep was unable to determine the exact root cause, noting he replaced the measuring cell and checked alignment of pipettes, sipper probe and gripper as well as replaced pinched tubing. Performance tests were performed which were within specs.